Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an mobile programmer application session, a warning message was generated indicating that the host tablet had been powered on for greater than seven days and the message was acknowledged. It was noted that the application crashed and the analyzer session was lost during the case. Troubleshooting steps were taken to include swapping out the application for a legacy programmer. It was further noted that an additional application was introduced to complete out the session; however this application required an update which could not be bypassed and took twenty minutes to complete. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 26.1.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the analyzer session was lost was confirmed and it was determined that there was a loss of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.